Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer changed the pump supplies to address the issue. Customer's blood glucose was over 600mg/dl and was treated with manual injections.